Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis and postoperative diagnosis was umbilical hernia. The procedure performed was laparoscopic repair of umbilical hernia. In (B)(6) 2017 - the patient underwent open drainage of abscess and removal od infected mesh. The pre-op diagnosis was recurrent umbilical hernia and post-op diagnosis was sterile abscess. The patient experienced chronic pain, infection requiring open drainage of abscess and removal of infected mesh.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a umbilical hernia. It was reported that after implant, the patient experienced recurrence, chronic pain, infection, abscess, permanent scarring, open wound, purulent white yellow fluid found, and infected mesh. Post- operative treatment included revision surgery, open drainage of abscess, antibiotics, removal infected mesh, wound was packed open for drainage, repair of recurrent umbilical hernia, and wound vac.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a umbilical hernia. It was reported that after implant, the patient experienced recurrence, chronic pain, infection, abscess, permanent scarring, open wound, purulent white yellow fluid found, open wound, and infected mesh. Post- operative treatment included revision surgery, open drainage of abscess, removal infected mesh, repair of recurrent umbilical hernia, and wound vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a umbilical hernia. It was reported that after implant, the patient experienced inflammation, allergic reaction, lump in abdomen, recurrence, chronic pain, infection, abscess, permanent scarring, open wound, purulent white yellow fluid found, and infected mesh. Post- operative treatment included medication, revision surgery, open drainage of abscess, antibiotics, removal infected mesh, wound was packed open for drainage, repair of recurrent umbilical hernia, and wound vac.

Manufacturer narrative:
Additional info: h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.